Event description:
It was reported that during a procedure the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Event description:
It was reported that during a procedure the tps handpiece cord caused the handpiece continue to run when the trigger was no longer activated. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another cord.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection a worn wedge component was found.